Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a low bg level. Specific bg values were not provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.